Manufacturer narrative:
Concomitant products: 5568-53 lead implant date: (B)(6) 2000; dtma1d1 crt-p implant date: (B)(6) 2019; 6725 adaptor implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead exhibited high thresholds and was "failing". The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.